Manufacturer narrative:
Product analysis: manufacturer¿s analysis indicated that the programmer touchscreen did not work due to an out of specification printed circuit board (pcb). It was also indicated that the case was damaged and the link electronic module (lem) was out of specification. The programmer was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.